Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump fill estimate was inaccurate on multiple occasions. The user¿s blood glucose (bg) level was up to 400 mg/dl with trace ketones. The user addressed bg level with a manual injection and drinking fluids. Reportedly, the user loaded a new cartridge successfully. The user reported that the pump would continue to be used for insulin therapy.